Manufacturer narrative:
(B)(4).

Event description:
It was after post implant when the patient got up to use the restroom, after she returned to her room, the replacement lead became dislodged. The lead was repositioned. The lead functioned normally and the patient's condition was stable.